Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, physician reported a colpopexy failure where the restorelle y was torn in the middle of the sacral leg halfway up the tail. A second surgery was performed (B)(6) 2018.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the corrected implant date and device code. No components were received for evaluation. Without the benefit of analyzing the components, quality cannot confirm any observations or comment on the condition of the product. If the components become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Cm reviewed records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.